Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: as returned, the articular surface exhibits wear and pitting. Additionally, gouges were noted, likely the result of extraction. While the exact cause of instability cannot be determined, it is likely related to the reported fall. No manufacturing or design related issues are suspected. Device history records indicate all components were manufactured and inspected to specification. Dimensions taken are within specification as documented on attached print. No manufacturing abnormalities could be detected.

Event description:
It is reported that the patient was revised for pain and instability.